Event description:
The manufacturer was contacted in reference to a dreamstation 2 advanced auto CPAP medical intervention was not specified. The device has not yet been returned to the manufacturer for investigation. The manufacturer's investigation is ongoing. The manufacturer received information alleging respiratory tract irritation, kidney disease/toxicity, and cancer.

Manufacturer narrative:
The manufacturer was contacted in reference to a dreamstation 2 advanced auto CPAP medical intervention was not specified. The device has not yet been returned to the manufacturer for investigation. The manufacturer's investigation is ongoing. The manufacturer received information alleging respiratory tract irritation, kidney disease/toxicity, cancer. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Box h6 has been updated.